Event description:
A user facility reported a defective delivery system. An intraocular lens (iol) was returned stuck in the cartridge of the iol delivery system. It is not known whether there was pt impact/injury associated with this event. Additional info has been requested.